Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as onset, the patient was treated with vancomycin injection (1 gram, route and frequency were not reported). The following day, the patient was treated with meropenem injection (250 milligrams in each bag, 3 exchange and route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available at the time of this report.